Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms. The customer was treated with pump. Customer¿s blood glucose level was advised as 14.9mmol/l. Customer declined to troubleshoot for high blood level. Customer was assisted troubleshoot for partial display. Customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer reports temp basal was going but no dropping or bumping the pump no cracks on the pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.